Event description:
It was reported that during a follow-up, noise was detected on the right ventricular sensing channel, which led to inappropriate therapy. There was also high impedance, and blood seepage was noted inside the lead pin. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: proximal conductor fractured, full lead analyzed. It was reported that during a follow-up, noise was detected on the right ventricular sensing channel, which led to inappropriate therapy. There was also high impedance, and blood seepage was noted inside the lead pin. The lead was explanted and replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, impedance, high, interference, shock, inappropriate, blood contaminated device.

Event description:
It was reported that during a follow-up, noise was detected on the right ventricular sensing channel, which led to inappropriate therapy. There was also high impedance, and blood seepage was noted inside the lead pin. The lead was explanted and replaced. No patient complications were reported as a result of this event.